Event description:
It was reported that during an unknown procedure that the device did not work. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device a was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. Device b was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch left max assembly button was out of position. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device b batch d9dx9n: mfg date: 07/2007, exp date: 06/2012.